Manufacturer narrative:
The analysis was performed on a cobas 6800 instrument (serial number: (B)(6)). The investigation determined that the cobas mpx test kit performed within specifications. There was no indication of a hardware issue, algorithm miscalling, or reagent lot issue. Positive controls were valid, confirming proper sample processing, amplification, and detection. The most likely cause of the discrepant results was attributed to the sample containing a viral concentration near or at the limit of detection of the assay. Such samples may produce variable results between reactive and non-reactive, which is an expected behavior at low viral loads. In this case, the overall data suggests the donor may have a chronic hbv infection characterized by low or undetectable hbv dna levels. No product problem was identified, and the investigation is considered complete.

Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) when using the kit cobas 6800/8800 mpx 96t ce-ivd on the cobas 6800 instrument. A donor sample initially tested hbv reactive on (B)(6) 2025. The same sample was retested on (B)(6) 2025 using the cobas hbv quantitative test and generated a target not detected result. Additional serology testing on the abbott platform (hbsag, anti-hbc, etc.) Generated an hbv non-reactive result. The results did not lead to the rejection of an organ or tissue for transplantation, and no harm was alleged.